Event description:
It was reported that during a law anterior resection procedure, the handswitch did not work. Another device was used to complete the case. There were no adverse consequences to the pt.